Event description:
The patient received his scs system on (B)(6) 2008. It was reported that immediately following the patient's initial implant procedure, the patient was given a patient programmer to allow the patient to operate/control the device as needed by the manufacturer's representative, but that the patient was advised that the implanted device did not require recharging. One year post-implant, the patient received a device recharger; however, since the device had not been regularly charged, the patient was advised that the ipg required replacement. The ipg was not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.